Event description:
The customer reported the evis lucera elite bronchovideoscope had no image. The issue was found after use during an unknown diagnostic procedure. There was no delay and the procedure was completed using the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed. No failures were found and the device was working as intended. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Although the customer reported this event, the event was unable to be reproduced; however, it is likely that handling of the device caused the event to occur temporarily. The event can be detected/prevented by following the instructions for use which state: "inspection of endoscopic image." Olympus will continue to monitor field performance for this device.